Event description:
A caller reported a malfunction on their pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue recurred. The customer understood these instructions.